Event description:
New information noted that fluoroscopy imaging was performed and the left ventricular - lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular - lv lead exhibited loss of capture causing worsening heart failure. The lv lead was reprogrammed off. The patient was in stable condition.